Manufacturer narrative:
Date of postoperative pain development is unknown. This report is for one (1) unknown tfn helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of an unknown trochanteric fixation nail (tfn) on (B)(6) 2018 due to pain. Original date of implant is (B)(6) 2016. There was no loosening or surgical delay indicated. Procedure and patient outcome is unknown. This report is for one (1) unknown tfn helical blade. This is report 2 of 3 for complaint (B)(4).